Event description:
Positive cultures occurred on the following dates: 1/24/94, 1/27/94, 1/30/94, 2/4/94, 2/28/94, 3/7/94, 3/16/94, 4/24/94, 8/21/94, 1/22/95, 1/28/95, 4/2/95, 4/7/95, 4/10/95. Hosp's immediate reaction is to have the machine returned to co for replacement at no charge. Sales rep has stated the problem has been corrected and will not occur again. Therefore, since he feels it is completely corrected, co must agree in writing that if another positive culture occurs, co will then remove the machine and replace it with a new machine of equal or greater value at no charge.